Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The bci field service engineer (fse) discovered that the wire harness for the hard drive, floppy drive and cover switch had been pinched and shorted. The fse replaced the wiring harness and did not note any additional issues with the instrument.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a burning smell coming from access 2 immunoassay system. The customer powered down the instrument and unplugged it from the power source. There was no flame or fire, and the fire department was not dispatched. There was no report of injury to the user, and the customer did not seek or need medical attention.